Event description:
Approx two years prior, the pt was an inpatient of hosp, dept of psychiatry for anorexia nervosa. A central venous catheter was ordered to be placed for parenteral nutrition. The dr choose a 5 fr first PICC, attempted to insert catheter from left cubital fossa but missed. New product obtained and again attempted from right cubital fossa. The tip of the PICC went up to the jugular vein which was discovered by the 1st chest, front, x-ray taken after insertion. The catheter was then withdrawn about 5cm, catheter length recorded at 39cm. Chart indicated fisiosol no3 was instilled during the rist 24h without infusion pump. 2nd front chest x-ray taken the day after to confirm the tip position. The catheter was still in jugular vien but chose to continue parenteral nutrition. After five days the PICC became occluded and the line pulled at that time. During the middle of 1/2004 the pt entered the second hosp for anexoria nervosa and depression.